Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The delivery inaccurate malfunction was reported on patient identifier (B)(4).

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. The patient was hospitalized for hyperglycemia. The blood glucose results at the hospital were not provided. The patient was treated with lantus and lispro insulin at the hospital. The patient was currently still in the hospital. The infusion device was requested to be returned for product evaluation.